Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident is unknown. The customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. Troubleshooting was not completed. The product will not be returned for analysis.